Event description:
End user was using the crutch because of a left ankle surgery to repair a tendon when the top arm rest support came off the crutch and the EU fell. She stated it resulted in a broken arm and surgery to repair her ankle.